Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("a lot of pelvic pain and sometimes I couldn't get out of bed") and genital haemorrhage ("genital bleeding for around 20 consecutive days") in a (B)(6) female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. In 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), migraine ("migraines"), alopecia ("hair loss") and device expulsion ("body expelled the device almost immediately"). The patient was treated with surgery (hysterectomy (removal of the womb) in (B)(6) 2014). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, migraine, alopecia and device expulsion outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, migraine, alopecia and device expulsion to be related to essure. Company causality comment: this non-medically confirmed case report refers to a (B)(6) female consumer who had essure inserted and experienced a lot of pelvic pain and sometimes I couldn't get out of bed and genital bleeding for around 20 consecutive days. Both events are anticipated in the reference safety information for essure. Other non-serious events were reported: migraines, hair loss and body expelled the device almost immediately (device expulsion). Genital bleeding and pelvic pain may occur following essure placement. In this specific case, given the nature of the events and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident, since a device removal was required (hysterectomy).

Manufacturer narrative:
Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4).. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2016: ptc investigation result. Company causality comment: this non-medically confirmed case report refers to a (B)(6)-year-old female consumer who had essure inserted and experienced a lot of pelvic pain and sometimes I couldn't get out of bed and genital bleeding for around 20 consecutive days. Both events are anticipated in the reference safety information for essure. Other non-serious events were reported: migraines, hair loss and body expelled the device almost immediately (device expulsion). Genital bleeding and pelvic pain may occur following essure placement. In this specific case, given the nature of the events and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because a device removal was required (hysterectomy). According to the product technical analysis, product quality defect could not be confirmed but is considered plausible.